Event description:
It was reported that the patient experienced overstimulation associated with the implantable pulse generator (ipg) causing urinary tract infection (uti). The patient was prescribed with medication for her uti over the past two weeks. No further information could be obtained despite good faith efforts.